Event description:
It was reported that the patient presented for an elective procedure. During the procedure, once the right atrial (ra) lead had been implanted, the patient experienced a sharp chest pain and hypotension. A echocardiography revealed a pericardial effusion that resolved spontaneously. According to the physician, the ra lead may have caused the pericardial effusion. The patient was in stable condition and was admitted to the coronary care unit for observation.